Event description:
It was reported that "the arthroplasty was revised due to bursitis. The acetabular liner and femoral head were revised. The components were implanted in situ for 0.4y. The patient presented with a ucla score of 3 three months prior to surgery and a maximum score of 3."

Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Additional information has been requested and if received will be provided on a supplemental report.